Manufacturer narrative:
Upon further investigation and device evaluation, the cause of the chemical exposure is uncertain. It was reported by the facility representative there were no machine errors. Facility representative mentioned she could not confirm if there was any disconnection between the scope and the unit during the reprocessing cycle. Limited information concerning patient's status was available from the user facility. It was reported the severity was not extensive and symptoms were limited to one day. There was a report of minor burning in colon shortly after procedure facility representative confirmed flow verifications are performed daily and passed. They also reported the unit operated to specification. Potential causes may include but not limited to, user incorrectly connecting the scope to the unit, leak in scope or incomplete cycle. Upon receipt of any additional information medivators will review and determine if a supplemental report is necessary. Customer reported unit operated to spec.

Event description:
Facility representative reported patient experienced chemical exposure symptoms after an endoscopy procedure.